Event description:
Burning of plastic above the thread for the screw.

Manufacturer narrative:
Only the bulb of lightsource was returned for investigation. Bulb has white housing, and appears to be a stryker bulb. Chances are that the lightsource has no thermal switch installed. Melting at banana plugs, anode, and cathode. The international subsidiary was contacted to contact the account to have the lightsource returned to have a thermal switch installed if not in place. We have a corrective action in place where a thermal switch is installed right by bulb holder unit. This was implemented in late oct. 2003.